Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated that the sensor stopped working but was unable to recall the error message. They could only recall that the display device was showing "new sensor". The patient reported that she felt awful and lightheaded so she called an ambulance. The patient was transported to the hospital. Upon arrival, a blood glucose was taken and it was showing over 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with insulin. The patient was released from the hospital on (B)(6) 2023. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.